Event description:
It was reported that the patient had shortness of breath and hypoxia. The patient was admitted to the hospital. Upon arrival it was noted that the system controller clock was not set due to complete battery depletion of the 14-volt batteries and backup batteries. The 14-volt batteries were replaced, and a "call hospital contact" alarm with a yellow wrench and intermittent beeping started. The patient was adamant that they did not hear any alarms until the batteries were exchanged. A self-test was performed which proved adequate tone on alarms. Log files were submitted for review and captured low power hazards on (B)(6) 2024, a no external power alarm on (B)(6) 2024 at 17:00:19, and a pump stop due to no external power at 18:45:56. There were then controller clock corrupt messages in the log. On (B)(6) 2024 at 3:07:23 the clock was reset. Related manufacturer reference number: 2916596-2024-02066 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the reported shortness of breath and hypoxia could not conclusively be established through this evaluation. The submitted log files captured the pump operating as intended at the set speed before and after the pump stopped due to battery depletion (refer to the system controller investigation 2916596-2024-02066). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.